Event description:
The battery cap on my minimed 7700 insulin pump apparently is not performing as it should. I got an alert saying low battery and when I changed it the alarm kept sounding and saying replace battery, which I did 5 times using new batteries and finally it began working after about 8 mins.